Event description:
It was reported that an overdischarge was confirmed. It was noted that it was unknown what number of overdischarge this was. It was noted that a physician mode recharge (pmr) did not successfully reset the device. It was noted that actions required as a result of the event included replacement. It was noted that a trickle charge was performed. It was noted that the battery had been overdischarged for over 6 months. It was noted that the issue was not resolved. It was noted that the patient¿s status at the time of report was alive with no injury. It was noted that there were no symptoms or complications associated with this event. It was noted that an explant was planned. Additional information was requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information received reported that the replacement had not occurred or been scheduled.